Event description:
Event description boston scientific cardiac rhythm management (crm) received information that during the replacement of the implantable cardioverter defibrillator (ICD) for normal battery depletion, this implantable transvenous defibrillation lead was noted to have a fracture near the terminal pin of the shock portion of the lead. Lead measurements were all noted to be within normal limits. An insulation abrasion was also noted on the pace/sense portion of the lead. The leads were capped, device explanted, and a new system will be implanted at a later date.